Manufacturer narrative:
The device was received and evaluated. Investigation of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data did not generate any hazard alarms, timeouts or drive stalls that would indicate the device struggled to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room with hyperglycemia and ketones. The patient's blood glucose levels reached 15.8 mmol/l (284.4 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include shaking, nausea and ketones of 1.7. Blood work was done at the hospital and the patient was advised to drink a lot of water. The patient was released after approximately 3 hours. Since the patient's blood glucose levels were not improving after the hospital visit, as treatment, a new pod was applied.